Manufacturer narrative:
A.5 ethnicity is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that during impella cp support, the patient experienced retroperitoneal bleed due to high puncture. The puncture was too high over the bifurcation and plaque ruptured leading to bleeding. Vessel surgery was needed to resolve the issue. Blood products were given. The patient survived the event.

Manufacturer narrative:
Corrections to the initial MFR report: g1 MDR reporting contact email. D9 device return date added. Updated h3 to device evaluation anticipated. H6 type of investigation code added.